Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed infusion set and insulin delivery was resumed. Customer's blood glucose was 70-130 mg/dl. As occlusion alarms occurred in the past, troubleshooting to determine possible cause of blockage could not be determined.